Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue, but was unable to duplicate in testing. Stryker replaced the device's battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.